Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy unilateral)). At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received, case become significant new reporter ,essure start stop date, indication and event injury to herself replace with chronic, dysmenorrhea (cramping),pelvic/abdominal , general abnormal bleeding and complications during removal surgery other were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('received are three metallic coil fragments measuring from 1.0 cm to 11 cm in length'), pelvic pain ('pelvic') and salpingitis ('infection (other) describe: right fallopian tube') in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included hyperthyroidism, herniated disc, low back pain, visual impairment, drug allergy, intervertebral disc bulging, thoracic pain, lumbar pain, abdominal pain, nausea, chills, left lower quadrant pain, ovarian cyst, anxiety, throbbing pain, vaginal irritation, prolapse, cough, hypothyroidism, tonsillectomy, cervical biopsy, appetite impaired, gastroesophageal reflux disease, numbness, pilonidal cyst, bloating, tooth extraction, hydrosalpinx, smear cervix abnormal, migraine, sexually transmitted disease, pelvic pain female, asthma, paratubal cyst, shortness of breath, menorrhagia, leukocytosis, tenderness, nickel sensitivity, dysmenorrhea, bloating, ovarian mass, smear cervix abnormal, asthma, back pain, pelvic inflammation, gastroesophageal reflux disease, hypothyroidism and sexually transmitted disease. Patient underwent essure confirmation test. Previously administered products included for an unreported indication: xanax in 2005 and amoxicillin. Concurrent conditions included panic attack. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 for birth control as well as clonazepam (klonopin) since 2010, levothyroxine sodium (synthroid) since 2005, oral contraceptive nos and sertraline hydrochloride (zoloft) from 2005 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dermatitis contact ("contact dermatitis of face/head"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and diagnostic laparoscopy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis, genital haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, tooth disorder, fatigue, alopecia and bladder disorder outcome was unknown, the pelvic pain, abdominal pain, dermatitis contact and weight increased had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dermatitis contact, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, salpingitis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Discrepancy noted in date of removal: (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Lot number: 627439, manufacturing date: 2008-06, expiration date: 2010-06. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event: 'received are three metallic coil fragments measuring from 1.0 cm to 11 cm in length', medical history were added. Patient demographic was updated. On (B)(6) 2021: fu 9 and 10 process together. Medical record received: medical history, reporter information were added. On (B)(6) 2021: pif received: rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('received are three metallic coil fragments measuring from 1.0 cm to 11 cm in length'), device expulsion ('the right essure appears slightly more medially than expected and appears to enter the endometrium'), pelvic pain ('pelvic') and salpingitis ('infection (other) describe: right fallopian tube') in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included hyperthyroidism, herniated disc, low back pain, visual impairment, drug allergy, intervertebral disc bulging, thoracic pain, lumbar pain, abdominal pain, nausea, chills, left lower quadrant pain, ovarian cyst, anxiety, throbbing pain, vaginal irritation, prolapsed cervical disc, cough, hypothyroidism, tonsillectomy, cervical biopsy, appetite impaired, gastroesophageal reflux disease, numbness, pilonidal cyst, bloating, tooth extraction, hydrosalpinx, smear cervix abnormal, migraine, sexually transmitted disease, pelvic pain female, asthma, paratubal cyst, shortness of breath, menorrhagia, leukocytosis, tenderness, nickel sensitivity, dysmenorrhea, bloating, ovarian mass, smear cervix abnormal, asthma, back pain, pelvic inflammation, gastroesophageal reflux disease, hypothyroidism, sexually transmitted disease, dyspnea, bone spur, foot sprain, rhinorrhea, gerd and migraine. Patient underwent essure confirmation test. Previously administered products included for an unreported indication: xanax in 2005 and amoxicillin. Concurrent conditions included panic attack. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as clonazepam (klonopin) since 2010, levothyroxine sodium (synthroid) since 2005, oral contraceptive nos and sertraline hydrochloride (zoloft) from 2005 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dermatitis contact ("contact dermatitis of face/head"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and diagnostic laparoscopy, bilateral salpigectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, salpingitis, genital haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, tooth disorder, fatigue, alopecia and bladder disorder outcome was unknown, the pelvic pain, abdominal pain, dermatitis contact and weight increased had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dermatitis contact, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, salpingitis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Discrepancy noted in date of removal: (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. : concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, partial expulsion of iud. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Patient medical history, event: the right essure appears slightly more medially than expected and appears to enter the endometrium added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and salpingitis ('infection (other) describe: right fallopian tube') in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included hyperthyroidism and herniated disc. Patient underwent essure confirmation test. Previously administered products included for an unreported indication: xanax in 2005. Concurrent conditions included panic attack. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for birth control as well as clonazepam (klonopin) since 2010, levothyroxine sodium (synthroid) since 2005, oral contraceptive nos and sertraline hydrochloride (zoloft) from 2005 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dermatitis contact ("contact dermatitis of face/head"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dermatitis contact and weight increased had resolved, the salpingitis, genital haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, tooth disorder, fatigue, alopecia and bladder disorder outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dermatitis contact, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, salpingitis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Reporter information, concomitant drug, removal date, lab data added. Event: problems added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and salpingitis ('infection (other) describe: right fallopian tube') in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". Medical conditions: patient underwent essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dermatitis contact ("contact dermatitis of face/head"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dermatitis contact and weight increased had resolved, the salpingitis, genital haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, tooth disorder, fatigue and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, salpingitis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events- "urinary tract infection, nickel allergy, infection (other) describe: right fallopian tube, contact dermatitis of face/head, dental problems, fatigue, hair loss, weight gain, lower abdominal pain", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and salpingitis ('infection (other) describe: right fallopian tube') in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". Medical conditions: patient underwent essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dermatitis contact ("contact dermatitis of face/head"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dermatitis contact and weight increased had resolved, the salpingitis, genital haemorrhage, dysmenorrhoea, urinary tract infection, allergy to metals, tooth disorder, fatigue and alopecia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dermatitis contact, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, salpingitis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure removal date were not provided, however, salpingectomy (unilateral) was done. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.